Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a grip input disks 6 and 7 completely detached. The instrument was found to have hairline cracks on input shaft #7. Other backend components adjacent to the broken inputs do not show damage. Additionally, the instrument was found to have an excessive amount of dried, white residue on the clamping pulleys for inputs #5, 6, and 7 located inside the backend of the instrument. The instrument was found to have corrosion on the bearings. The pitch and grip input disk bearings had oxidation, characterized by orange discoloration. Corrosion developed along the outer ring and the rolling elements on the bearings.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lock clip applier instrument was not clipping properly. It was noted that after further inspection the tip of instrument seemed loose. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was unknown when the instrument was last used. No further information could be provided.